Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address femoral loosening. Update 1/28/15 - disc (B)(4) pfs and medical records received. Pfs identified patient dob, height and weight. Pfs also alleges the patient suffers form pain, difficulty walking, and trouble performing normal daily activities. An unknown head and liner are now being added to address these allegations.